Event description:
MFR rec'd a report of a pt being transferred in a pt lift when the sling strap broke. As a result of this incident, the pt sustained a possible fractured clavicle. Evaluation revealed the sling was very old and poorly maintained. The progressive nature of the malfuntion indicates that the user facility would most likely have noted the device condition prior to the incident.